Event description:
Our rep is reporting that a patient was undergoing a meniscal repair with the use of an omnispan fastener system for repair. The surgeon has a series of difficulties with the deployment gun which led him to perform a partial menisectomy for remedy. The 1st of the two fastener fasteners deployed without issue, however, the red trigger could not be actuated properly and the 2nd fastener may or may not have deployed; surgeon removed the applier and snugged up on the suture, it felt secure (?) And so he cut the suture. The surgeon attempted to deploy another 2 fastener fastener; however, the 1st fastener deployed but the second failed. At this point, the surgeon noted that the meniscal damage, the tear, was great and may not have held even if the omnispan fasteners had deployed. The surgeon performed a partial menisectomy, he removed the medial section.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek received and evaluated the complaint device. Visually, the device appears in the ready to use condition; no damage and no anomalies. The applier functioned properly; we were able to deploy fasteners in sawbones facsimile menisci without problems or issues. The device was taken apart and the workings examined for any anomalies, none found. We could not find any fault with the complaint device. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot discern the root or underlying cause for the reported deployment issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.